Manufacturer narrative:
Dates estimated. The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product were not performed since the part/lot numbers were not reported and the product was not returned for analysis. The reported patient effect of perforation is listed in the electronic instructions for use guide wire hi-torque pilot, ptca/pta/stents, cto, ce/FDA as a known patient effect of the procedure. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the article information, a conclusive cause for the reported perforation, cardiac tamponade, and the relationship to the product, if any, cannot be determined. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The UDI is unknown as the part and lot numbers were not provided. Attachment: article title: safety and efficacy of dedicated guidewire and microcatheter technology for chronic total coronary occlusion revascularization: principal results of the asahi intecc chronic total occlusion study na.

Event description:
It was reported through a research article identifying pilot guide wire that may be related to the following: patient perforation, cardiac tamponade, revascularization, rehospitalization, and failure to cross. Additionally, it was identified that asahi devices (gaia, fielder xt, miraclebros, ultimatebros 3, confianza pro, and corsair) may be related to the following: patient death, myocardial infarction, thrombosis, perforation, bleeding, cardiac tamponade, revascularization, rehospitalization, and failure to cross. This article summarizes clinical outcomes of 163 patients that were treated with these devices. Specific patient information is documented as unknown. Details are listed in the attached article, titled "safety and efficacy of dedicated guidewire and microcatheter technology for chronic total coronary occlusion revascularization: principal results of the asahi intecc chronic total occlusion study."